Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed damaged/broken distal tip could not be determined, however, the issue was likely the result of component failure due to repetitive use stress, wear and tear and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the flex deflectable videoscope was found to exhibit damage/breakage of the device distal tip. There was no patient involvement, and no harm was reported as a result of the event.